Event description:
It was reported that the clinician contacted arrow clinical support (acs) advising that he was getting a transduced waveform and not a fiber optic waveform. The blood pressure numbers were reading 350 then (-) 35. Acs had the clinician go to the transduced cal set up and it was reading 100. There was a "green light bulb" on the console. Acs had him go to the fos cal and it read 490. Acs instructed the clinician to put in a map that the clinician trusted. The numbers would decrease to 100 and go back to 999 and start countdown again. Acs had the clinician go back to the transducer and switch out the pumps. There were no associated patient complications.

Manufacturer narrative:
Evaluation: acs evaluated the console. They could not duplicate the reported difficulty. The pump was functionally tested and returned to service. There were no parts returned for evaluation and therefore, the root cause could not be confirmed with certainty and no specific conclusion could be drawn. At a later date, acs spoke with the clinicians concerning the events that occurred. The iab had not been zeroed prior to insertion. The iab was also calibrated at an artificial arterial pressure reading above 1000.